Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the device showed evidence of instrument crimped mark. From a very microscopic evaluation of the swag mark on the border of the attachment and suture, it showed adequate crimping marks. The needle hole showed no suture shearing remain inside. It was reported that the needle unexpectedly separated from the thread. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the needle was found to be disengaged upon opening the package.